Event description:
During the index procedure an in.pact av access was used to treat the right arm. Approximately 12 months post procedure patient suffered thrombosed right upper extremity arteriovenous fistula. Physician had been able to use fistula for dialysis, however, was having difficulty in last two weeks. The proximal segment of the cephalic vein showed stenosis. Angioplasty was performed using 5mm and 6mm balloons. All inflations were maintained for 1 minute. Once this was completed, there was improved flow through this stenotic segment. The event was also treated with medication. Patient recovered.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.